Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 186 mg/dl with earlier set 467 mg/dl with current set. Customer treated high blood glucose manually with a pen. It was also stated that the insulin pump had no delivery alarm and alarm did not occur during manual prime. Trouble shooting was performed for no delivery alarm and event was resolved by changing complete set. Customer declined trouble shooting for high blood glucose. The reservoir and insulin pump will not be returned for analysis.